Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that was inflamed and bleeding. The patient's physician advised the patient to remove the lifevest to allow the irritation to heal. Follow up indicated that the irritation healed.